Event description:
It was reported that a nurse cut her finger against a sharp edge on the inside of the abvs pod bottom housing, however, the wound did not necessitate medical treatment beyond basic first aid. Per head of quality and technology for (B)(6), this incident is reportable to the (B)(6) within 30 days from the awareness date (B)(6) 2012 as a potential risk for serious injury.

Manufacturer narrative:
A follow up report will be submitted when the investigation has been completed.